Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd gravity set had connection issues. The following information was provided by the initial reporter: the complaint is that the connectors are not tight when taken out of the package, so when the clinicians prime IV fluid, it will leak from the connectors, or the connectors will become disconnected completely. So now, the clinicians are having to take extra time checking all the connectors before priming tubing each time. This primarily happens at the yellow 3 way connector.